Event description:
I was implanted with a medical device implant called essure (B)(6) 2011. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started around (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure. Heavy periods, frequent migraines, muscle spasms, neuropathy in hands and feet, hives, skin rash, gluten sensitivity, fibromyalgia, hypertension, inappropriate sinus tachycardia, irritable bladder, water retention (up to 8 lbs in a days time), weight gain (55 lbs over 8 months), severe fatigue, brain fog, depression, and insomnia. I have been seen by a 3 neurologists, a dermatologist, an allergist, a urologist, a nurse practitioner, and my family physician. I have been diagnosed with the following conditions: fibromyalgia, hypertension, inappropriate sinus tachycardia, heavy menstrual periods. I have had the following surgeries due to essure: bilateral salpingectomy, novasure ablation. I have also had a sleep study, MRI of the head and neck, abdominal ultrasound, and abdominal scan. The device was removed (B)(6) 2013. My symptoms improved slightly but did not completely resolve. I do not know if the device was returned to the manufacturer. (B)(4).